Event description:
It was reported that following a refill procedure, the pt experienced burning or stinging at the needle site. The hcp was concerned that this was a pocket fill. It was later reported that the pt had a pump pocket fill with 380 mg of morphine. The pt experienced overdose symptoms with lethargy. The pt was taken (via 911) to the hosp. She was admitted to the ICU on a narcan drip which was continued for 18 hrs. The pt subsequently recovered and was discharged home; "doing okay". The pump was refilled the following monday without problems.